Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii and parity 3. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain / lower back pain"), migraine ("migraine headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstruation / dysmenorrhea (cramping)"), menorrhagia ("heavy menstruation / abnormal bleeding (menorrhagia)") and hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced mood swings ("mood swing"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), alopecia ("hair loss") and abdominal pain lower ("right side / lower abdominal pain"). The patient was treated with ibuprofen (ibuprofene) and surgery ((B)(6) 2016 vaginal hysterectomy with bilateral salpingo-oophorectomy / hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2015. On (B)(6) 2016, the pelvic pain, genital haemorrhage, back pain, migraine, dyspareunia, dysmenorrhoea, menorrhagia and hypersensitivity had resolved. At the time of the report, the mood swings had not resolved and the hot flush, vaginal haemorrhage, headache, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the symptoms started in (B)(6) 2009 and continued until (B)(6) 2016, when the patient underwent surgical intervention. Discrepancy was noted in the product implant date as it was given as (B)(6) 2008 and another one is (B)(6) 2008. One kidney was cut had to have fistula put in shortly after so I could pee normal. Had horrible pain right after. Went back in and had test done was told the fistula was bent and my urine was leaking inside of me. Had to had a tube put in through my back to drain the pee. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a I quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "mood swing, hot flashes, abnormal bleeding (vaginal), headaches, hair loss, right side / lower abdominal pain, did not undergo an essure confirmation test" were added. Historical conditions were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraine headaches"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstruation"), menorrhagia ("heavy menstruation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (on (b)(6 2016 a vaginal hysterectomy with bilateral salpingo-oophorectomy was performed.). Essure was withdrawn. On (B)(6) 2016, the pelvic pain, genital haemorrhage, back pain, migraine, dyspareunia, dysmenorrhoea, menorrhagia and hypersensitivity had resolved. The reporter considered pelvic pain, genital haemorrhage, back pain, migraine, dyspareunia, dysmenorrhoea, menorrhagia and hypersensitivity to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and extreme and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 7 years and 4 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy, prolonged and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (vaginal hysterectomy with bilateral salpingo-oophorectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
The reporter commented: the symptoms started in (B)(6) 2009 and continued until (B)(6) 2016, when the patient underwent surgical intervention. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a I quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and, approximately 2 months after insertion, began experiencing pelvic pain and heavy bleeding (interpreted as genital bleeding). Approximately 7 years after insertion she underwent hysterectomy with bilateral salpingo-oophorectomy, whereupon the events resolved. Pelvic pain and genital bleeding are serious due to medical significance and anticipated according to the reference safety information of essure. Pelvic pain and changes in bleeding pattern, including heavy, prolonged and unscheduled bleeding, may occur during the use of essure. Thus, based on a positive temporal relationship, lack of alternative explanations, and resolution after intervention, a causality between the events and the inserts cannot be excluded (related). This case was classified as incident because of intervention and device removal. Other non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected only through the litigation process.